Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information received: what type of procedure was the device being used in? Lap. Lar. What confirmation was received that the firing was completed? The surgeon have confirmed she did firing completed by fully compress on firing handle. Were the staples deployed into the patient tissue or were they seen lying in the surgical field? Yes, they were deployed. Was the staple line complete? No, it was not. Were there any patient consequences? No they were not. What is the current status of the patient? The patient was safe.

Manufacturer narrative:
(B)(4). Additional information: batch # m5226x. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon used the device for doing end to end anastomosis at rectum. After firing completed, the surgeon adjusted the adjustable knob for removed device out of the anus; they saw the circular staplers were not formed as b-shape. Its shape was still u- shape but a blade was cut through bowel. This event effected the surgeon to re-do anastomosis and changed to used competitors product.